Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric parasite panel, a false positive cryptosporidium patient result was obtained. Sample was sent to a reference laboratory and was cryptosporidium negative. Sample was also tested with quickchek assay and was also cryptosporidium negative. There was no report of patient impact.